Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading the cartridge onto the pump. The customer declined to troubleshoot the issue and continued using the current cartridge for insulin therapy. Customer's blood glucose level ranged between 300-400's mg/dl.